Event description:
Patient presented in-clinic due to inappropriate shocks. X-ray imaging was performed and revealed the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.